Event description:
It was reported that the index procedure took place on (B)(6) 2009. The target lesion was located in the proximal right coronary artery (rca)that was 95% stenosed. Predilatation was performed prior to placement of a 3.5x12 mm promus stent. An abrupt closure of the small right ventricle marginal branch was observed. Postdilatation was performed leaving a 0% residual stenosis. Post procedure the patients cardiac enzymes were elevated consistent with a myocardial infarction (mi). The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2011, the patient was rehospitalized for dyspnea and shortness of breath with minimal exertion. The patient underwent coronary artery bypass of the left internal mammary to the left anterior descending artery, a saphenous vein graft to the left circumflex and a saphenous vein graft to the distal rca; however, the investigation determined that this was unrelated to the index procedure or index device. On (B)(6) 2012, the subject presented with dizziness and was transferred to another hospital for evaluation. ECG revealed paced ventricular rhythm. Coronary angiography on (B)(6) 2012 revealed that the target vessel had 95% proximal stenosis. The proximal left circumflex (lcx) was observed to be 90% stenosed and the obtuse marginal (om) was observed to be 100% stenosed. On (B)(6) 2012, a 90% stenosis was noted in the proximal left circumflex (lcx). Predilatation was performed and a 3.0x8 mm xience v drug eluting stent was deployed. The subject was discharged on (B)(6) 2012. The hospital stay was prolonged due to intermittent renal failure which is ongoing. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction, occlusion, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.